Manufacturer narrative:
Date of implant and event date: estimated as exact dates are unknown.

Event description:
It was reported via social media that a cerebral vascular accident (cva) occurred. The patient underwent a left atrial appendage closure procedure in (B)(6) 2017. A watchman laa closure device was implanted. It was reported on facebook that in (B)(6) 2019 this patient experienced a cva with 100% blockage of the right side of their brain. The patient is currently taking eliquis.